Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown biomet implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, excessive bone on threads and a fracture on the top of implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per, with good hygiene. The reported device was used for approximately 19 years pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that unknown biomet implant fracture and it was removed. Patient report also dental bleeding and pain.